Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and sling mesh was implanted. The patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urge incontinence, recurrent urinary tract infections, dyspareunia, painful cramps, urinary frequency, nocturia, urinary urgency, dysuria, enuresis, urinary retention, and voiding dysfunction.

Event description:
It was reported that following insertion the patient experienced urge incontinence, recurrent urinary tract infections, dyspareunia, painful cramps, urinary frequency, nocturia, urinary urgency, dysuria, enuresis, urinary retention, and voiding dysfunction.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal itching and burning sensation.

Manufacturer narrative:
(B)(4).